Manufacturer narrative:
No root cause could be determined. There was no sample sent in for investigation. Calibration and quality control results were good, therefore a reagent related issue can be most likely excluded.

Event description:
The customer alleged they received questionable free triiodothyronine (ft3) results of one patient on their e602 analyzer. The patient's initial ft3 result was 35.12 pmol/l. The sample was the tested on an abbott architect analyzer and the results were 5.10 pmol/l and 5.29 pmol/l. The sample was then repeated on the e602 analyzer and the result was 37.37 pmol/l. The sample was tested on a siemens immulite analyzer and the results were 11.9 pmol/l and 9.1 pmol/l. None of the results were reported outside the laboratory. There were no adverse events. The ft3 reagent lot number was 167168 and the expiration date was not provided.

Manufacturer narrative:
This event occurred in (B)(6).